Event description:
It was reported that during a dialysis catheter placement procedure, the j-wire allegedly would not pass through the included hollow stylet. It was further reported that the physician passed the replacement catheter directly over the wire (without the stylet). It was further reported that the j wire would not pass through the stylet so there was resistance met. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one stylet and one guidewire were received for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. Functional testing cannot be performed due to the condition of the guidewire. The distal portion of the j-tip guidewire was noted to have kinks and slight uncoiling was noted on throughout the distal portion of the guidewire. Therefore, the investigation is confirmed for the identified guidewire deformation due to compression and stretched issues. However, the investigation is inconclusive for the reported failure to advance and physical resistance/sticking issues as the returned sample was not in proper condition to test for the reported issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.